Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that when they were trying to orient the patient's ins, she got the invalid orientation message when switching to the left positions and it happened on two attempts to orient the ins. Caller attempted to orient three positions, upright, back and right and then skip the left; again got the same message that the orientation was invalid. Initially, it was indicated that the patient did not notice movement of the ins in the pocket, then patient reported that feels like the stimulator is floating in the pocket while moving through the positions. The patient can rock the stimulator about 20 degrees in the pocket. The battery is placed on the left side so the caller and patient think that is possible when on the left side the patient is leaning on the ins causing the position of the ins to be shifted or changed relative to the other positions. The caller tried several times with different combination of upright, back and left or right but the orientation failed in each case. It was recommended to caller to try upright, right and front, and skip the back position. The caller indicated that the orientation was successful when these three positions were used. Rep used the clinician programmer to check all of the positions and the ins was recognizing them correctly. The issue was resolved. No symptoms and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that no actions/interventions were taken at this time. Cause of the device floating was due to the replacement of the sensor.